Event description:
Positively biased dldl qc results after calibrating a new reagent lot. Patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.